Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine at a dose of 5.985 mg/day via an implantable pump. It was reported that in an email, the rep requested guidelines on trouble-shooting and what needed to be done when too much fluid was subtracted from the pump than is stated on the tablet. The rep further stated that the patient presented at refill; however, a greater volume of medication was withdrawn than what was indicated on the tablet. The physician had raised a concern that the pump may have stopped functioning and could be faulty. The rep stated that upon reviewing the attached logs, there were no indications supporting the physician's concerns. It was asked if a dye study was recommended. According to the video attached, the expected volume shown on the physician's programmer screen was 12.9 ml. The actual volume was around ~ 31 ml (as shown through images of the syringes).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.